Event description:
The pt experienced an underdose with increased pain. There was a volume discrepancy; the arv (actual residual volume) was greater than the erv (expected residual volume). Specific volumes were not specified. The pump was full at the pt's last refill session. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4)